Event description:
It was reported that during implant, the right ventricular (rv) lead true bipolar impedance was 200 to 230 ohms and with repositioning the impedance range was the same. Also the integrated bipolar gave similar impedance numbers. It was noted that the unipolar impedance reading with each positioning was 540 ohms, that the accu-tool was checked as well as the analyzer cables. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the distal end low voltage electrode had blood and the lead appeared damaged at implant. (B)(4).